Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scoliosis case with a significant scoliosis deformity the vertebra with the most rotation, at the concavity, had a bad registration, the angle was off and resulted in a medial placement of one side and lateral placement on the other. The patient is doing well. It was thought that the registration process had difficulty in some deformities as the ap oblique will be well positioned for some of the segments but will be far from ideal for others as the rotation changes. The software did not catch this. The surgeon visually verified this, but these patients are osteoporotic with deformity and it can be challenging. The surgeon suspected that the fix would be to only register 1-2 levels at a time in a severe deformity and that the surgeon ensure that at the apex of the concavity that the registration be centered on that level. This example happened registering off l4, with the concavity at l1. The missed screws were at l1. There was no impact on the patient outcome.

Event description:
Additional information received from a manufacturer representative reported that the patient had small pedicles with in-out-in trajectories, there was significant rotation of the spine and l1 as the apex of the concavity. During the procedure, if registration was off of four, the problematic level may have been l1 due to the ideal registration spot for the vertebral body. The concavity of the patient's spine was impacting registrations. The representative mentioned there was a possibility that registration was fine and the surgeon "bounced" off of the body and skived lateral due to the in-out-in trajectories; however, l1 seemed to be more medial than planned when addressing small pedicles. T12, l1 and l2 were cemented during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scoliosis case with a significant scoliosis deformity the vertebra with the most rotation, at the concavity, had a bad registration, the angle was off and resulted in a medial placement of one side and lateral placement on the other. The patient is doing well. It was thought that the registration process had difficulty in some deformities as the ap oblique will be well positioned for some of the segments but will be far from ideal for others as the rotation changes. The software did not catch this. The surgeon visually verified this, but these patients are osteoporotic with deformity and it can be challenging. The surgeon suspected that the fix would be to only register 1-2 levels at a time in a severe deformity and that the surgeon ensure that at the apex of the concavity that the registration be centered on that level. This example happened registering off l4, with the concavity at l1. The missed screws were at l1. There was no impact on the patient outcome.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. The operation took place on (B)(6) , 2021. The complaint was opened following an email sent by dr. Poulter voicing his concern about deviations due to registration difficulties in cases with significant scoliosis deformity. The export for this case was provided only on (B)(6) 2022, at which point some of the log files data was already lost. According to the description the deviation was lateral-medial at l1, which was the apex of the concavity. Analysis reviewed the planning of l1, no relevant skiving potential was found. Analysis reproduced the registration results. The CT-fluoro match score showed acceptable values and the image match showed no observable shifts. Indeed, the registration of l4 and l5 was more difficult (as stated by the surgeon) but eventually they got a good registration with acceptable values. As reported: " the missed screws were at l1", "a medial placement of one side and lateral placement on the other". No confirmation images were provided. According to the representative, "there was a possibility that registration was fine and the surgeon "bounced" off of the body and skived lateral due to the in-out-in traj ectories; however, l1 seemed to be more medial than planned when addressing small pedicles". Platform shift is less likely although it appears that dual schanz was used for the whole segment (s2-t10). Cages were added before registration in l5, l4 and l3. This may have compromised the spine stability and could have led to anatomy shift. The error log files were missing due to the long time which passed since the operation took place, therefore it was hard to determine if any force was applied on the tools during the execution of l1 trajectories. Analysis reviewed the planning and the surgical workflow and concluded the probable cause of the deviation experienced in the or of the l1 trajectories were skiving of the tools due to surgical technique and spine instability. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.